Event description:
A healthcare professional reported that patient with an unexpected refractive cylindrical outcome treatment results was more than one diopter and the patient complaining about visual worsening after lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The logfile shows ten successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. The logfile shows that the reported treatment was performed successfully without interruptions. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. According to company representative the result could be related to the fact that a high ablation was performed however a root cause could not be concluded. A root cause for the customers reported event could not be determined conclusively, it is unlikely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).